Event description:
It was reported that the customer's insulin pump was not delivering insulin and the customer was giving many corrections for her high blood glucose of 375mg/dl. The caller believes that the device is under delivering. Troubleshooting was performed, and the programming was correct and accurate. The caller stated that the reservoir did not move while delivering and requested a replacement. Also, it was stated that the customer was in the hospital due to her high blood glucose. It was mentioned that the cannula was removed and it was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.